Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. Since the device was not returned, the exact cause was unknown. However there was the possibility that the reported phenomenon was attributed to the insufficient reprocessing of the device by the user. The instruction manual of the device states the corresponding method in case of an abnormality.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center, it was found that the foreign matter adhering to the suction channel of the device. Other detailed information was not provided. There was no report of patient injury associated with the event.